Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lymphatic swelling. Concomitant medical products: mentor memoryshape breast implant 620cc gel breast prosthesis, catalog #3341402, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast prostheses implantation with unspecified tissue expanders has been suffering from lymphatic swelling since (B)(6) 2014. The patient had the tissue expanders removed, and then the patient underwent a primary breast reconstruction procedure with mentor memoryshape breast implant 620cc gel breast prostheses on (B)(6) 2015 and she noticed that the swelling increased after implantation of these devices. The patient reported that the issue is happening on her right side. In addition, it was reported that a surgeon removed both of her remaining nipples. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.